Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2(a), d6(a), d6(b), h6.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Left side device information reported as control number 10130172 and catalog re11-385 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.